Manufacturer narrative:
The root cause for the leak was a kinked waste tubing, which prevented the baths from draining properly. After the fse performed the services described, customer did not call back to report any further issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report that the reagent had just been replaced on the coulter ac.t diff2 analyzer, but that the red blood cell (rbc) bath did not drain, resulting in an overflow. Customer also stated that the white blood cell (wbc) and waste chambers were filled more than usual. The field service engineer (fse) contacted customer via telephone and determined that the waste tubing behind the instrument was kinked, preventing the baths from draining properly. The fse recommended that the instrument be repositioned to remove the kink from waste tubing. Customer moved the instrument accordingly and had previously drained the baths. There was no further evidence of leaking. The fse then verified instrument performance with customer to ensure that the troubleshooting performed effectively resolved the instrument issue. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the instrument overflow.